Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. During the surgery, the physician took the extensions off the leads and found out that both extensions were snapped in half and physician suspected it was due to patients bending over too hard. The patient underwent a revision procedure wherein lead extensions were replaced.

Manufacturer narrative:
Correction to the initial MDR in blocks d4, h4 and h10. Additional suspect medical device component involved in the event: product family: scs-extension upn: m365sc3138350 , model: sc-3138-35, serial: (B)(6), batch: 16620823. Sc-3138-35 sn: (B)(6) the returned lead extensions were analyzed, and visual inspection revealed that the lead extension tails were completely separated from the lead extension connector. Electrical test could not be performed due the damaged lead extension. It appears that excessive mechanical force was exerted onto the lead extension resulting in multiple cable fractures and the lead extension tails separation from the lead extension connector. With all the available information, boston scientific concludes that the allegation of lead extension damage was confirmed. Damage to the lead extension caused the reported pain and inadequate stimulation. It was also reported that the physician suspected that it was due to patients bending over too hard.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. During the surgery, the physician took the extensions off the leads and found out that both extensions were snapped in half and physician suspected it was due to patients bending over too hard. The patient underwent a revision procedure wherein lead extentsions were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6). Batch:19056736.